Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. On (B)(6) 2022, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent the water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, and two treatments in the left lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2022. On an unknown date in (B)(6) 2022, the patient presented with non-serious irritative micturition disorder. Additional information received states the reported event of irritative micturition disorder was actually pain during micturition due to healing. No action was taken to treat the pain during micturition, and it was considered resolved on (B)(6) 2022. The physician believes the patient's symptoms may be related to the water vapor therapy procedure. Additional information received states the reported event of irritative micturition disorder was actually pain during micturition due to healing.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. On (B)(6) 2022, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent the water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, and two treatments in the left lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2022. On an unknown date in (B)(6) 2022, the patient presented with non-serious irritative micturition disorder. No action was taken to treat the irritative micturition disorder, and it was considered resolved on (B)(6) 2022. The physician believes the patient's symptoms may be related to the water vapor therapy procedure.